Manufacturer narrative:
Method: risk assessment; results: no lot # was provided, so a manufacturing record review could not be performed. Conclusion: a plausible root cause could not be conclusively determined, as the product was not returned.

Event description:
It was reported that the set screw became unlocked. Update: per additional information received from the sales rep, it was reported that the revision was due to adjacent level spondyl and the reported device failure was identified during the revision surgery.

Event description:
It was reported that the set screw became unlocked. Per additional information received from the sales rep, it was reported that the revision was due to adjacent level spondy and the reported device failure was identified during the revision surgery.